Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, a minimum fill notification occurred; however, tandem technical support (cts) was unable to verify how many units of insulin were loaded during the load sequence. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, the customer loaded a new cartridge and insulin delivery was resumed successfully.